Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error, due to incorrect planning and sizing. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.

Event description:
A male underwent initial aaa repair emergently in early 2008. The physician used grafts on hand that were limited in sizes. He placed one flex main body and two iliac leg grafts. On follow up the physician noticed the graft had slipped slightly which presented a type I endoleak (18203342008-00537). The patient's anatomy was not severe, nor was there severe calcification or thrombus. The neck was not the same diameter proximally as distally and the physician suspected that the device used may not have been a perfect match. To repair the endoleak, the physician placed a main body extension on eight months later, and successfully resolved the endoleak. On approx two months later, the patient again presented with a continued endoleak, so the physician placed another cuff and another manufacturer's stent. Thinking the angulation was the cause of the continued leak and the additional grafts not repairing it, the physician then explanted all of the grafts and sewed a graft in. The patient is going well and going home.